Event description:
It was reported that the implantable neurostimulator (ins) had reached end of service (eos). It was noted that the ins was implanted 13 months prior to this report. It was further noted that the reason for eos was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).